Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the joystick has physical damage and states the actuator toggle is broken on the side of the unit causing the joystick to intermittently not turn on or switch drives.